Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was broken. The broken piece was not returned. Functional testing was performed using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an unreported condition of a broken waveguide. The product analysis noted evidence that the device was not used as intended. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, dissector did not activate. They changed the generators and battery but it still did not work. They used another clip to the two generators and batteries and it worked fine which completed the procedure. There was no patient injury.